Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was tested with hene laser fixture and there are no signs of breakage along length of fiber. The fiber passed the connector segment verification test. Microscopic analysis did identify a distal circumferential fracture at the fiber tip. The forward firing test for this device resulted in an output which was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported fiber issue, and the forward firing rate was below the threshold for potential patient harm. Based on analysis result, the interaction between the user and device, or sample, caused or contributed to the observed fiber damage and reported event. It is possible that debris adhesion found during analysis of the returned fiber contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increase irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the observed fiber damage and reported event.

Event description:
It was reported that during a procedure the fiber began forward firing. A second fiber was used to complete the procedure. There were no patient complications.

Event description:
It was reported that during a procedure the fiber began forward firing. A second fiber was used to complete the procedure. There were no patient complications.